Event description:
It was reported that the doctor had decided to replace the lead because they were worried that them trying to clip and unclip might have damaged the lead and they didn't want to risk having that issue at the end of the procedure. They tried removing and reinserting the clip into the stimloc base ring. They tried to clip the locking cap in different positions within the base ring and no success. They eventually opened the new stimloc and it was fine. Then they inserted the new lead and locked it successfully with the new stimloc.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b32000 (serial: unknown); product type: 0001-accessory; implant date ; explant date brand name sensight; product ID b3300542 (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.